Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to mitraclip placement procedure. Reportedly, the prostyle was inserted in the deep tissue access site. Marker lumen flow was observed, the suture was deployed and cut. The foot was retracted; however, the prostyle device was stuck. Thorough imaging taken, the foot seemed to be closed. Some force, yet not excessive force, was applied and the device was still stuck. The vein was incised and the device removed. Outside the anatomy, the footplate and feet opened and closed without issue. Surgical suturing closed the vessel. There was a reported clinically significant delay in the procedure as the procedure was not performed. The patient remained in the hospital due to optimizing in order to perform the procedure the following week. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The entrapment of the device could not be confirmed due to the condition of the device, nor case conditions replicated in a lab environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties could not be determined. It is possible, the device entrapment was caused by tissue or suture caught in the foot or the posterior cuff partly deployed in the foot. The subsequent treatment is due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.